Manufacturer narrative:
Pump was received with stuck motor error alarm loop during bolus delivery and e70 alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. Pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
The customer reported that the insulin pump had a motor error alarm during priming. The customer also reported that there was a no delivery alarm. The customer did not recall any significant events leading up to the error alarms. Blood glucose level at the time of the incident was 280 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.